Event description:
Caller indicated the assure 4 was reading high. Patient had a reading of 50 mg/dl and was determined hypoglycemic. Paramedics were called and patient was given juice to bring up blood sugar. When paramedics took reading, patient was at 20 mg/dl. Strip lot information is not known as caller did not know what lot of strips were used.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification.